Manufacturer narrative:
(B)(4). The complaint sample was not returned to for investigation. It is necessary to have the physical device sample involved in the complaint, in order to perform a proper investigation to confirm any alleged defect and determine at root cause. The complaint cannot be confirmed. The root cause cannot be determined. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges that the device is reported to not be holding a charge. Alleged defect was detected prior to use, during pre-testing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were trace amounts of a bluish/white powdery deposit on the led nose guard. It should also be noted that the device's assigned 18 month warranty period had expired. The battery cartridge was connected to a matched charging unit. A steady red led light illuminated indicating battery charging was taking place. Due to the powdery deposit on the led nose guard, the led end cap was separated from the main body of the cartridge for further inspection. Once the battery contact plate and the led contact spring loaded pins were exposed, heavy deposits of corrosion were discovered. The instructions for use (IFU) states the following regarding charging modes: "a red light at the bottom of the unit indicates that the battery is charging". "A green light indicates that charging is complete and the rusch truled is ready for use". "A flashing red light indicates a faulty device." Other remarks: the complaint has been confirmed. It should be noted that the assigned 18 month warranty period has expired. Also, it should be noted that regardless of the charging light status (steady red per the IFU), leaking/defective batteries will not charge properly, nor will the led illuminate due to the current flow impedance of the corrosion to electrical contact points. Therefore, based upon the condition of the returned sample and the expired warranty, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that the device is reported to not be holding a charge. Alleged defect was detected prior to use, during pre-testing. There was no reported patient involvement.